Event description:
Hill-rom received a report from the account stating the head left and head right siderails were not latching. The bed was located in engineering at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the head siderails not latching due to worn out rusty siderails. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to side rail latching mechanisms. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on the bed in 2006, 2007, 2009, and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom service technician replaced the head left and head right siderails to resolve the issue. Based on this info, no further action is required.